Event description:
Over the past several weeks the hologic brand discovery bone densitometer model machine has drifted the positioning table with no control. It moves without any prompting by the controller. The radiology technician was not at the controls when the machine just moved. This happened four times at intermittent intervals with no relation to any specific event. We are lucky that no pt had any pinching or crushing injuries. The vendor reports that they are working on a software fix, but did not report they had a fix. Daily use for bone densitometry tests. Dates of use: 2006 - 2008. Diagnosis or reason for use: normal bone density studies. Event abated after use stopped or dose reduced? Yes.